Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable high hemoglobin a1c results for four patient samples from the cobas 6000 c501 module. Of the data provided, only the results for two patient samples were reportable malfunctions. Patient 1 initial result was 9.8% and was reported outside of the laboratory. The customer was performing correlations with a point of care analyzer and the result for the same sample was around 6%. The customer then repeated the same sample on the cobas 6000 c501 module and the result was 5.8%. This result was believed to be correct and a corrected report was issued. On (B)(6) 2018, patient sample 2 initial result was 9.8% and the repeat results were 8.1%, 7.9%, and 8.0 %. No erroneous result was reported outside of the laboratory. This patient was a (B)(6) female. There was no adverse event. The reagent lot number was 30116701 with an expiration date of 31-aug-2019. The field service representative found the sample arm was out of adjustment. He decontaminated the system, adjusted the sample arm, and ran mechanism checks which were acceptable. The customer ran qc on all tests and precision testing which was acceptable.

Manufacturer narrative:
The field service representative found an issue with the rinse tubing. He replaced the rinse tubing, adjusted the ultrasonic mixers and cleaned other tubing. He verified all mechanisms were then working properly and the customer ran qc.